Event description:
A report was received that the patient was explanted due to an infection at the midline incision and pocket site. Patient's symptom was a fever. The physician doesn't believe that the infection was device related. A culture was taken but the results will not be released. The patient was prescribed IV antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan 2x8 70cm paddle lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.